Event description:
Abbott diabetes care (adc) received a medwatch user report in which the following information was reported: "abbott, labs lingo glucose monitoring devices failed to meet the accuracy statement. Apparently, per their customer service contacts, it is an interface issue with apple ios. I can't confirm that, but these devices are so inaccurate that it gives you completely misleading information about your blood glucose performance, and customer should be notified that they will not work until some update is provided to correct the issue. These devices should report glucose within about plus or-10%, the last two devices I have had have been off by as much as 100%. This is extremely misleading and abbott fails to comprehend the level of problem. This is an example of a fingerstick blood test result taken at the same time. The lingo device said glucose was 65. The test was repeated with additional meters and with another brand of cgm that confirmed the fingerprint test results." Adc customer service successfully contacted the customer, however no further pertinent details to the case were obtained. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as reporter indicated the device was discarded. Shelf-life studies, clinical studies and product monitoring, and dose audits were performed during product development and market performance continues to be monitored via stability, clinical trials, and product monitoring/dose audits as a part of on market performance monitoring process. Trip trend is not established. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.